Event description:
This rv lead was implanted on (B)(6) 1997 and capped on (B)(6) 2012 due to high thresholds of 4.6v. The procedure took place at (B)(6) hospital in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).